Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a heat rash under the lifevest equipment. The patient has a history of sensitive skin and heat rashes. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed several medicines, including antiseptic soap and baby powder, for the skin irritation. Follow up indicated the skin irritation improved.